Manufacturer narrative:
Additional info will be submitted if the device is received for eval.

Event description:
It was reported that a sagittal saw attachment over heated during testing and a piece of the head came off during testing. The event occurred during a routine field service visit; no adverse event was associated with the event.